Manufacturer narrative:
Based on the current information provided, the cause of the post-operative respiratory complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event. The fse replaced the right high resolution stereo viewer (hrsv) due to a black screen. The system was tested and verified as ready for use. The hrsv-3 monitor was returned and evaluated and the reported failure was replicated. The monitor was installed on an in-house system and it powered up without video on the display. The probable root cause of the loss of vision in the hrsv monitor is attributed to component failure. A review of the sites system logs for the reported procedure date revealed the following possible related system error: error 119 / console hrsv low current: the hrsv monitors in ssc1 have a total current draw from the gpd that is lower than threshold. This complaint is considered a reportable adverse event and malfunction due to the following conclusion: the customer converted to open after the start of the procedure, due to a loss of vision in the right eye of the hrsv. Following the procedure, the patient remained hospitalized due to reported respiratory complications. The cause and severity of these complications, any medical interventions, and the patient's current status are unknown.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the right eye of the surgeon side console (ssc) went black about 2.5 hours after the start of the procedure. Prior to calling the technical support team, the site performed a hard power cycle of the ssc, and they power-cycled the system. The site confirmed that both eyes were visible from the vision side cart (vsc). Per the site, during the ssc start-up, the right eye appeared totally black, with no backlight. The technical support engineer (tse) asked the caller if the ssc from the site's other system, there was no other ssc available. The surgeon could not finish the surgery with only one eye available. Intuitive surgical, inc contacted the site and obtained the following additional information: the system functionality was verified upon powering on the system. The procedure was converted to laparoscopy. However, due to the manipulation of the laparoscopic instruments and the positioning in the standard room was complicated the surgeon could not continue the procedure laparoscopically; therefore the procedure was converted to laparotomy (open surgery). The robotic part of the procedure was prolonged by 20-30 minutes because of this issue. According to the nurse, apart from the conversion to open, the patient did not suffer any pre-operative or post-operative complications. However, "the surgeon said, it's complicated on the respiratory level, and the patient is still hospitalized. The sequelae of the surgery are not the same according to the surgery type and this is normal after a laparotomy." The patients current status is unknown.